Manufacturer narrative:
Evaluation summary: the gauze used and the siteseer used in the case were returned. The catheter used in case was received coil wrapped and appears undamaged. As received, green staining is visible on gauze used in case. There is no measurable particulate or debris present under 50x magnification. It appears as a fluid stain, not particle/debris. Blood residue was visible on the wipe but no green residue, no green foreign material or debris present. The returned used catheter was flushed with saline on to a white wipe, no green color was present.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The siteseer diagnostic catheter was removed from packaging, inspected and prepped per IFU with no issues noted. The siteseer was flushed (saline with heparin) at the sterile table with no issues noted. A non (B)(4) 150cm wire was inserted. The wire has green ptfe coating. The account use this standard wire for all their procedures. The siteseer and wire were inserted in the patient without problems. The wire was removed and then, because of the backflow first saline was seen coming out of the hub, however this was green coloured. After that blood was seen coming back as normal. No patient injury reported.